Manufacturer narrative:
Device passed displacement test and selftest. All buttons functioned properly however moisture damage noted on keypad traces.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly and the middle button has been an issue even after battery change. Customer¿s blood glucose was 10.5 mmol/l at the time of incident. Insulin pump is being replaced and is expected to return for analysis.